Event description:
It was reported that the patients ipg was taking longer time to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a couple of months based on the date the manufacturer became aware of the event.